Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 577 mg/dl. The customer was treated with bolus 1.3 units. The patient does feel okay to troubleshoot. The customer advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions. The patient was advised that the insulin pump is working as designed. The customer denied replacing infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.